Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-07494. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause of the image noise issue has been determined to be due to unexpected stress on the cable caused by the user's handling and the failure of the cable unit. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The referenced camera head was returned to the service center for evaluation. The evaluation confirmed the reported image cuts on and off. The camera head cable was found defective. No other defects were noted. The camera head was repaired and returned to the customer. A review of the instrument history shows the customer camera head was last serviced on (B)(6) 2019. Purchased on (B)(6) 2014. The root cause of the reported event cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that the high definition autoclavable camera head's image cuts on and off. There was no patient involvement reported.